Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one photo sample noted one opened (with original packaging), hubless wound drainage. Visual inspection of the one-photo sample noted that the drain was inside the packaging, and we are unable to confirm the condition of the affected wound drain due to only photos provided for investigation. Further functional testing could not be performed if only based on the attached photos. Therefore, the reported event is inconclusive due to poor sample condition. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a channel drain (bd item 072227) broke during removal, resulting in a 4-inch fragment being retained inside the patient and requiring surgical intervention for removal. This incident has raised concerns about the integrity of the product. The team is seeking to determine whether there are any known issues or recalls associated with this specific item.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a channel drain (bd item 072227) broke during removal, resulting in a 4-inch fragment being retained inside the patient and requiring surgical intervention for removal. This incident has raised concerns about the integrity of the product. The team is seeking to determine whether there are any known issues or recalls associated with this specific item.